Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2003, patient underwent following procedure: l5 and s1 laminectomies, bilateral facetectomies and foraminotomies to decompress the thecal sac and nerve root; l5-s1 posterior lumbar interbody arthrodesis; l5-s1 posterolateral effusion; posterior segmental instrumentation pedicle screw placement l5-s1; placement of intervertebral device for interbody fusion; using local autologous bone graft for fusion purposes; using morselized cancellous allograft bone for fusion; injection of 350 mcg of intrathecal morphine for postoperative pain management; using intraoperative fluoroscopy for instrumentation, pedicle screw placement and interbody spacer placement; using intraoperative microscope for microdissection and diskectomy release of pressure against the nerve root; for pre-op diagnosis of: l5- s1 degenerative disk disease; bilateral s1 lumbar radiculopathy; lateral recess stenosis at l5-s1; chronic axial low back pain. Per-op notes: "..a 9 mm x 30 mm spacer was passed through the disk space and a same size was filled with rhbmp-2/acs was placed in the disk space. Ap/lateral c-arm x-rays confirmed good localization.. No comp lications were reported.." On (B)(6) 2007, patient underwent following procedure: posterior lumbar approach bilateral formainotomies l5-s1 for decompression of nerve roots; left sided approach at l4-5 for discectomy and decompression of nerve roots; using intraoperative fluoroscopy assistance for instrumentation; using intraoperative magnification for microdissection and decompression of nerve roots; arthrodesis interbody l4-5; arthrodesis at l4-5 and l5-s1 posterolateral; instrumentation pedicle screw placement bilaterally l4-5; posterior removal of instrumentation at l5-s1; using traction at l4-5 for aligning vertebral bodies, decompression; for pre-op diagnosis of: recurrent stenosis at l5-s1, disc herniation at l4-5 with radiculopathy. Per-op notes: ".. A 10mm peek spacer filled with rhbmp-2/acs were tamped into the disc space with remainder of the bone tamped into the disc space as well.. No complications were reported.."

Event description:
It was reported that the patient presented with l5-s1 ddd and lumbar radiculopathy at s1. The patient underwent posterior lumbar interbody arthrodesis at l5- s1, posterior instrumentation at l5-s1, using autologous bone, allograft, interbody spacer and rhbmp-2/acs. Post-operatively the patient developed debilitating pain, two lumps in left breast, thyroid problems, and aneurism in brain.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.